Event description:
Integra neurospecialist reported for the user facility that the hermetic plus bracket broke near the transducer where external icp monitoring was performing. No csf leakage occurred. There was no pt injury reported.